Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. When we attempted to inflate the internal carotid balloon with saline, we observed a leakage at the white stopcock joint. Upon further inspection of the joint, we observed a small crack at the bushing resulting in this leakage. We could not conclusively determine the root cause of the failure. Please note that our manufacturing team does conduct 100% inspection on each device and test them for balloon functionality. It is possible that the stopcock bushing was damaged during packaging or due to improper handling by the user at the hospital. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Hence, we consider this to be an isolated incident.

Event description:
During pre-use check, when the surgeon attempted to inflate the internal carotid balloon with saline, he observed a leakage at the stopock joint. The malfunction was detected during pre-use check. Surgeon used another f3-s shunt for the procedure.